Manufacturer narrative:
On february 27, 2023, mentor became aware of the following, and corresponding fields have been updated on this form:: patient's race is white; field a6 has been updated. Date of event was december 2, 2022; field b3 has been updated. Date of implant was (B)(6) 1991; field d6a has been updated. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Expiration date of 49006 is not available since it is a legacy file lot number reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old non-hispanic/latino female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture, and implant site fluid collection postoperatively; diagnosed per pet scan. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 22, 2025, mentor became aware that the patient experienced also experienced bilateral granuloma, and capsular contracture; baker grade unknown in addition to bilateral breast implant rupture, and implant site fluid collection and the date of surgery was (B)(6) 2025. Corresponding fields have been updated on this form. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2025. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture, implant site fluid collection, granuloma, and capsular contracture; baker grade unknown since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Event description under field b5 has been updated accordingly. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old female patient who underwent breast implant surgery with mentor medical devices (gel siltex mod-rnd 275cc, date of implant (B)(6) 1991) has experienced breast implants rupture bilaterally, which complicated by silicone granuloma formations in both the right and the left axilla. It was also reported that the patient developed fluid collections in both breasts. It was also reported that the patient developed capsular contracture bg-unk in both breasts. At this time, the results of pathology /cytology report have not been provided. As a result, the patient underwent bilateral explantation on (B)(6) 2025.